Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental re

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values, change sensor alert, sensor updating alert and calibration rejected. The customer reported hypoglycemia treated with juice and IV insulin drip and emergency room visit. The event involved product(s) mmt-7040c1. Troubleshooting was performed and the blood glucose value was 43 mg/dl and the sensor glucose value was 165 mg/dl. The difference between the sensor glucose and blood glucose values was not within the range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return was required for mmt-7040c1.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b3 (event or incident date has been changed from 05-feb-2026 to 04-feb-2026), b5 (updated the summary) and h6 (replaced health effect - clinical code 1912 with 1905 and it's related health effect - impact code 4644 with 4613 (related to insulin pump)) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hypoglycemia was not treated with IV insulin drip. The customer also reported hyperglycemia caused due to difference in readings and was treated with insulin pump.